Event description:
A medtronic representative reported two damaged pak navigated pedicle needle handles. While in a procedure, the surgeon used a mallet to insert the pak needle. When attempting to remove the needle, it became stuck and the surgeon stripped and broke the handle off while trying to pull the needle out. A second pak needle was opened and the second handle was broken. A third pak needle was opened and with the use of a slap hammer and grips, the needle was worked out successfully. The pak needle was placed where the surgeon wanted it, navigation accuracy was correct. No screws were re-positioned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Reporting against 2 of the same parts. Both damaged pak needles were disposed of by the site. Device lot numbers, are not available. Device manufacturing dates for both damaged pak needles are dependent on lot number/serial number, therefore, unavailable. Three (3) replacement pak navigated pedicle needle kits were shipped to site on (B)(4) 2013. The site disposed of the two suspect broken pak navigated pedicle needle kits - these pak needles will not be returned to manufacturer for analysis.